Event description:
Certified nursing assistant was lifting resident in sara 2000 lift, the certified nursing assistant was unable to raise resident to standing position. The resident was forced to put excessive pressure on her left wrist causing an injury. Contusion - injured left wrist approx 4cm in diameter.